Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that x-ray confirmed both of the patient's leads were fractured. Surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.